Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02580. It was reported the pt felt a burning sensation at the ipg site while charging. She reported she only needed to charge about 15 mins and the warmth was tolerable. It was reported the ipg site did not appear red or irritated. The sjm rep advised the pt of charging precautions.